Event description:
It was reported an issue with monosyn suture. The client reported that the package was supposed to contain ref (B)(4) . In fact, the ref (B)(4) was available as complete content.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open box labelled as monosyn undyed thread of usp 4/0 and 45cm length with ds19 needle (code c2023204 and batch 1337dw) that contains 32 unopened racepacks of the code 2022036 and batch 1336db (monosyn violet thread of usp 2/0 and 70 cm length with hr30 needle). The (B)(4) units missing from the box were thrown away by the customer. Upon internal investigation, it has been determined that this mix-up took place in manufacturing area when conditioning the product. Both products were packed one after the other the same day in manufacturing line. We assume that the operation of clean line was no performed correctly and one box that contains monosyn ref. (B)(4) was labelled as monosyn ref. (B)(4). As no other customer complaints have been received concerning this issue for this reference-batch, it has been determined that the mix-up was the one informed by the customer, assuming an isolated box. The personnel involved have been informed of this incidence. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the clean line operation between the two manufacturing orders during the product conditioning in the manufacturing line was not performed correctly. Final conclusion: final conclusion: taking into account that the product box received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the box received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional information received: missing (B)(4) units: the nurse prepared/opened (while the surgery) (B)(4) units. After she handed over one unit to the surgeon, he realized that it was the wrong suture. So, they threw all the opened units in the trash.